Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the pancreatic duct during an oral cholangioscope procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded and then returned back into its normal state. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event.